Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Pfs alleges pain. After review of the medical records for MDR reportability, the revision operative note indicated pain, grinding sensation, instability/subluxation, and the liner wasn't engaged in the cup. The liner not being engaged caused the instability/subluxation. Update rec'd 6/15/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated blood metal levels. A stem is now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).